Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 500cc silicone breast implants which the left side ruptured, and patient reported pain along with lump after implantation. The issue of rupture and lump diagnosed by ultrasound examination. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary completed on 5/23/2019: during analysis of the sample was found rupture and received in two parts. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 26, 2023 indicated that the patient underwent bilateral replacements as follow: left catalog number 3505504bc, left serial number (B)(6), right catalog number unk gel implant right serial number unk gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/30/2019, the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).